Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly (pcba). Bench analysis and functional testing revealed no anomalies. Conclusion: the inactive current failure seen during service and repair of the device could not be reproduced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device failed its "off current drain test" and it was attributed to the main printed circuit board being out of specification in an electrical manner. Analysis further noted that one battery contact was sprung/damaged. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator was failing the "off current drain" test. It was further noted that the unit was just back from a repair for a different issue. The generator was returned for service. No patient complications have been reported as a result of this event.